Event description:
Event description guidant received information that approximately two weeks post-implant, this implantable pacemaker (ipm) exhibited a ventricular loss of capture and a ventricular lead impedance measurement of >2500 ohms. A chest x-ray did not reveal any lead dislodgement.